Event description:
It was reported that patient's inflatable penile prosthesis reservoir was removed and replaced due to herniating out of the space on (B)(6) 2018. A 100ml reservoir was implanted. No patient complications reported in relation to this event.